Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7139445/7137784. Additional suspect medical device component involved in the event: product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 33924235.

Event description:
It was reported that patient's incision was coming open and had an infection. The patient was placed on antibiotics and was doing well post operatively. The patient underwent an explant procedure where all devices were removed and will not be return as it was disposed at the facility.